Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (blurry image) was confirmed due to a broken internal lens. In addition, the insertion tube had a deviation of approximately 3 degrees. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that there was a blurry image when using a telescope ¿oes elite¿, 4 mm, 30°, hd, autoclavable. The event occurred during the therapeutic procedure (cystoscopy with biopsy) and was completed with the same device. There was a 20-minute delay with a patient under regional and general anesthesia. There was an extra day of hospitalization for observation due to transoperative bleeding of 300mls since it was not possible to determine the precision and depth of the cut when performing the biopsy due to visibility issues. A medical intervention was performed with tranexamic acid to stop the bleeding.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the suggested event occurred due to excessive use of the subject device. However, the root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. (A3/patient sex, a4/patient weight, a5/ethnicity).